Manufacturer narrative:
Conclusion: lack of info. Gi complication. Medical intervention.

Event description:
A 3 mm diameter x 30 mm length endeavor otw drug-eluting coronary stent delivery sys was implanted into a pt for the treatment of a coronary lesion. Approx 16 months post stent implant, it was reported that the pt was hospitalized for two days with gastrointestinal bleeding. The pt was transfused with 6 units packed red cells and 4 units frozen plasma. Egd performed with findings of a non bleeding duodenal ulcer. Pt was receiving aspirin, plavix and coumadin at time of event. The investigator's assessment was that there was no relationship to the study device nor index procedure. No further info has been obtained. Please note that this device (ideen30030w) was distributed to an investigational site for use in a clinical trial and is also commercially available as the device united states distributed product en30030w.